Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-nov-2021, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had abdominal stimulation and discomfort when using the stimulator. There were no reported factors to have contributed to the issue. The rep attempted reprogramming for an extended time. The rep was unable to program the device without causing at least minor abdominal stimulation. The hcp reviewed an x-ray and plans to revise the leads to move them more midline and intra-op test. No further complications were reported.